Event description:
It was reported that during a laparoscopic right nephrectomy, staples were unformed at the distal end of the reload. The knife fully cut but partially stapled. The surgeon opened the device, and the cartridge popped out of the jaws and into his hand. Surgeon used his hand to control the bleeding and converted to open to complete the case. The patient received two units of blood.

Manufacturer narrative:
Information anticipated, but unavailable at this time.